Manufacturer narrative:
Product complaint # (B)(4). Batch # t5eh2t. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a lap gastric sleeve, the device misfired with a green reload. It only stapled the side of the stomach that was staying, not the side that was being taken out. It sounded normal. That firing had more bleeding than usual. They opened a new device to complete case. No patient complications.